Event description:
During the investigation of an unrelated complaint for electrode belt sn (B)(4), a reportable event was discovered. A cable on the electrode belt was defective. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. As received, the cable running from the distribution node to ECG c and ECG d had broken wires inside of the insulation. The root cause of the cut wires cannot be positively identified, but was likely a result of excessive force. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the defective electrode belt cable. The pt received a replacement electrode belt.